Manufacturer narrative:
Pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. Pump received with scratched display window, cracked display window corner, missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.